Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in uterus') and device dislocation ('migrated coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (abdominal essure removal surgery). Essure was removed. At the time of the report, the embedded device, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, embedded device and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: event medical device removal was replaced with new event. Events: embedded device, device migration, pain were added. Reporters were added. Fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of my coil had perforated my tube'), embedded device ('embedded in uterus / my coil wen throug muscle') and device expulsion ('migrated coil/mine has migrated and embedded in my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain/hurt form pressure"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, pelvic pain, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device expulsion, embedded device, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, cramping bloating quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media reporter received. Reporter added.event: bloating were added. Fu 5,6 ,7, 8,9,10 processed together. Device dislocation updated to device expulsion. On (B)(6) 2020: fu 5,6 ,7 ,8,9,10 processed together. On (B)(6) 2020: social media received. No new clinical information received. New reporter was added. On (B)(6) 2020: social media received. Reporter's information added. On (B)(6) 2020: social media received. Reporter's information added on (B)(6) 2020: social media content received: reporter added. Event one of my coil had perforated my tube was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in uterus / my coil wen throug muscle') and device dislocation ('migrated coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (abdominal essure removal surgery). Essure was removed. At the time of the report, the embedded device, device dislocation, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, embedded device and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: content from plaintiff fact sheet (social media) received. Event abdominal pain lower was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('efree') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.